Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial numbers. The baseline gender/age characteristics is male/60 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. The date of death is not available at the time of this report as there is no indication of specific serial number/patient information. Without a serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: clinical efficacy of cardiac resynchronization therapy using left ventricular pacing in heart failure patients s tratified by severity of ventricular conduction delay. Journal of the american college of cardiology. 2003. Vol. 42, no. 12. Doi: 10.1016/j.jacc.2003.04.003 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding cardiac resynchronization therapy using left ventricular pacing in heart failure (hf) patients. Some patients were implanted with an implantable cardioverter defibrillator (ICD) and some with an implantable pulse generator (ipg). The authors described patient deaths; however, the causes of death were unknown in one patient and sudden cardiac death in two patients without an ICD. During the implantation procedure, there was dissection of the coronary venous intima in two patients. There was a patient that did not continue evaluation due to infection. There were patients who experienced acute hf decompensation, one patient developed ventricular tachyarrhythmia, and another developed untreatable atrial tachyarrhythmia. One patient developed a left-sided pleural effusion related to the epicardial lead implantation. The status of the leads is unknown. No additional adverse patient effects were reported.